Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications. Based on functional testing, the adhesion/clogging of the cotton material in scope (channels including the auxiliary water channel) was confirmed. It could not be specified what the root cause of the remaining foreign material was. Based on obtained information, the foreign material possibly remained in the device since the handling of the device (reprocessing) deviated from the instructions for use (IFU). Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). It was confirmed that the section of the device with the foreign material residue had no deformation. There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and during physical inspection, the reported event, "endoscope clogged with cotton swabs" could not be reproduced and the customer later reported that the swabs were removed from the channel. Additional findings include the following: inner channel scratches. The investigation is ongoing and follow up with the facility is being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had endoscopes clogged with cotton swabs and had inner channel scratches. The issue was found during reprocessing. There were no reports of patient harm, delay and patient was not under anesthesia.